Manufacturer narrative:
The device referenced in this report was evaluated by olympus. Preliminary findings are reported. The video system center was evaluated onsite by an olympus field service engineer (fse). Contact problems were suspected. The socket contacts were cleaned and the device was tested after cleaning (using a cf (B)(4) no device issue reported) and found to be functioning properly. The user's report was not reproduced, however review of the error log did confirm various error messages had occurred. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports an (B)(4) video system center,was used during an unspecified endoscopic procedure to stop bleeding. The user reported the endoscope sat loosely in the light source, the image kept going in and there were multiple error messages displayed. The procedure was completed with a similar device with no impact to the patient. Additional information regarding the procedure have been requested but unknown at this time.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. 2. Conclusion the root cause could not be identified. <observations> ¦probable cause based on the investigation findings, the cause of the phenomenon could not be identified. Given that e217 occurs and no abnormalities have been found in the device by the inspection, the phenomenon occurred seemingly due to temporary scope communication abnormality. ¦result the following was confirmed in the service report. ·check of the processor and error analysis, error could not be reproduced. ·error log confirmed that various error messages occurred. (No information on error codes.) ·contact problems are suspected. ·socket contacts cleaned and checked, but no problem was found.